Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by an internal clinical representative with the following impression: there was substantiated radiological evidence of endoleak type iiib five months post index, which appeared to be caused by a breach in the fabric from the competitor's stent; and, a secondary procedure which mitigated the endoleak at the time. Product use might have been incongruent with the IFU due to approximately 90 degree angle of the aortic neck. Severe calcifications at the bifurcation and bilateral iliac arteries were found to be cautionary product use. A manufacturing record review was performed; the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the reported event was confirmed, the root cause was determined to be most likely due to patient's hostile aortic neck anatomy and calcification condition, and possible perforation by balloon competitor expandable stent at the aortic extension on the aortic neck.

Event description:
It was reported that approximately 5 months post implant of a bifurcated device and a suprarenal aortic extension, perforation of the aortic extension fabric was noted. The perforation was caused by a competitor's balloon expandable stent (palmaz) that had been implanted at the proximal end of the aortic extension, on the aortic neck. The physician relined the aortic extension using a suprarenal aortic extension, with success. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.